Event description:
It was reported that the device was not registering the cassette, not latching properly, and had to be forced. Additionally, the screen was scratched. The event occurred during pre-check. There was physical damage reported. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 06-nov-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified there was no service history in the last 12 months. Review of the event history confirmed the reported issue, as, "high alarm displayed: cassette not attached," was observed. Functional testing was performed, and the reported issue was duplicated. The cause of the issue was traced to an unresponsive downstream occlusion (dso) sensor, as it was not responding to pressure. The dso sensor was replaced to address this issue. The device then passed all testing.